Event description:
It was reported that the patient had felt faint at times. There was noise noted on the right atrial and right ventricular leads. The physician questioned if it was a device header issue. The device was replaced. The right ventricular lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-45 implantable pacing lead (B)(6) 2008; 4196 implantable pacing lead (B)(6) 2010; 7120 competitor implantable tachy lead (B)(6) 2010; d274trk implantable cardioverter defibrillator (B)(6) 2010. (B)(4).